Event description:
General report received of an unspecified number of undocumented incidents of cracks in the housings of the blood sampling ports; subsequently, blood loss was noted. It was reported that upon insertion of the shielded blunt cannulas into the blood sampling ports, the housings of the blood sampling ports were noted to crack in various areas. Subsequently, blood loss from the blood sampling ports was noted. The amounts of blood loss were reported to be minimal. The pressure monitoring kits were replaced and the blood draws resumed. There were no reported adverse patient effects. No medical interventions were required.